Event description:
Theatre (B)(6) reported to the mhra the following: "trial reduction of hip was performed using trial prosthesis. On removal of cup, it was noticed that there were two chips missing from the edge of the trial. The surgeon was able to find and retrieve one, but was unable to find the second piece." He added that there was no injury to the pt and that the item has been taken out of use and that the surgeon thoroughly washed out the hip joint.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.